Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient has a button error on their insulin pump. Patient's blood glucose level is at 132mg/dl. Trouble shooting is conducted. Patient switched to manual injections. Device is being returned. No further information available.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did not alarm button error. However, the device had no button response due to corroded keypad traces. The unit had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.